Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: traumatic rupture (non-device related) and "siliconomas".

Event description:
Healthcare professional reported left side capsular contracture baker grade ii, "siliconomas", and traumatic rupture (non-device related). The device has been explanted and replaced.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture-ndr: not applicable as the event is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Silicone migration: unable to observe as it is a medical event that is not related to the device granuloma: unable to observe as it is a medical event that is not related to the device it is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side capsular contracture baker grade ii, "siliconomas", and traumatic rupture (non-device related). The device has been explanted and replaced.

Event description:
Healthcare professional reported capsular contracture, baker grade ii, and suspected siliconomas due to traumatic device rupture after the patient was involved in a car accident. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture-ndr: observed, however, no assessment can be made until device is returned and it is not related to the device per event code. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Silicone migration: unable to observe as it is a medical event that is not related to the device. Granuloma: unable to observe as it is a medical event that is not related to the device it is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.